Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and was found with fluoroscopy to have perforated the heart wall. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: added initial reported phone number. Changed report source to "foreign".

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and was found with fluoroscopy to have perforated the heart wall. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.